Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As a result of the investigation, this phenomenon was as follows. - the stop cock of the subject device was loose. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Since the serial number/lot number of the subject device is unknown, omsc could not confirm device history record. The products are shipped in accordance with specifications. Movement of all stop cock are checked. Therefore, abnormality is detectable during assembly. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following cause. - the fitted section of the stop cock and the housing of the subject device was worn out and deteriorated.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, the subject device did not work. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the irrigation port of the subject device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.